Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip had foreign matter. The following information was provided by the initial reporter: material no.: 309653, batch no.: 7086752. It was reported that a blue polyester particle was found. I am reaching out to you regarding an issue that occurred recently at our manufacturing facility. A foreign particle was discovered in a bag of media that we formulated, which uses several components from different suppliers. The particle was identified by a 3rd party laboratory as ¿blue polyester¿. This is typically found in gowning and cleaning materials, which is widely used in the industry. Our internal investigation is ongoing, and to support this investigation, we are reaching out to the suppliers of the components used in this process. We are not implicating any suppliers in this event, we are trying to strengthen our investigation to help our quality assurance make an informed decision with regards to batch release, as this event does have batches associated with it. Below is the list of components related to this event that we source through (B)(4). There is also the picture and description of the particle that was found. We understand a full investigation may be conducted on your end, but we are requesting an expedited response with regards to whether or not blue polyester gowning or cleaning materials are used in the manufacturing area of these components.

Manufacturer narrative:
Investigation: one (1) photo was provided by the customer for investigation. The photo shows a blue piece of foreign matter (fm). The caption states that it is a polyester fiber bundle. The magnification used to view the fm is not stated nor is the size of the particle but a scale of 500 microns is present in the photo. The customer identified the foreign matter as blue polyester. Polyester is present in street clothing and in the blue smocks worn by production associates. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip had foreign matter. The following information was provided by the initial reporter: material no.: 309653. Batch no.: 7086752. It was reported that a blue polyester particle was found. I am reaching out to you regarding an issue that occurred recently at our manufacturing facility. A foreign particle was discovered in a bag of media that we formulated, which uses several components from different suppliers. The particle was identified by a 3rd party laboratory as ¿blue polyester¿. This is typically found in gowning and cleaning materials, which is widely used in the industry. Our internal investigation is ongoing, and to support this investigation, we are reaching out to the suppliers of the components used in this process. We are not implicating any suppliers in this event, we are trying to strengthen our investigation to help our quality assurance make an informed decision with regards to batch release, as this event does have batches associated with it. Below is the list of components related to this event that we source through vwr. There is also the picture and description of the particle that was found. We understand a full investigation may be conducted on your end, but we are requesting an expedited response with regards to whether or not blue polyester gowning or cleaning materials are used in the manufacturing area of these components.